Manufacturer narrative:
Spectranetics has ongoing contact with the physician and has/will be provided add'l product training.

Event description:
This was a left sided cardiac lead removal case conducted in the operating room to remove two leads (rv and ra - age 7 yrs) due to chronic erosion, with a possible acute infection. The pt was prepped with an arterial line, active fluoroscopy, cvs present, tte available, and 2 units of blood in room. The md cut and prepped the rv lead with a cook liberator and began lasing with the 16f sls ii. The ra lead was also cut, but was not prepped with a locking stylet. Significant fibrosis was encountered proximal to the rv lead and it was noted both rv/ra were bound together. The laser sheath advanced to the distal coil and with counter traction the rv released, taking the ra lead with it. While extracting the leads through the pocket, the distal tip of the ra lead became lodged in the subclavian vein. The md pulled on the lead breaking the lead while the distal tip remained in the vein, reportedly 3cm from the opening of the pocket. The cvs scrubbed in and assisted the md in attempting to snare the lead tip using a 8f, 9f sheaths and an ev3 snare kit (model #sk400) for approx 30 minutes without success. The pt was estimated to have lost approx 400 ml of blood during this retrieval attempt and the arterial pressures began declining. Two units of blood products were hung, fluids increased and albumin 5% were administered. The cvs sutured (unk) vasculature within the pocket and the decision was made to abandon the lead tip in the subclavian, feeling it had become embedded in the vessel wall and was not likely to dislodge. The pt was stabilized and transferred to the ICU. Post-operative h&h = >11 and cxr was reported as being "cloudy" compared to pre-operative film. Later in the event, the pt was reportedly sitting up taking in clear liquids when acute emesis began, dressings on both the pocket and femoral vein were noted to be blood soaked and vitals again began to decline. Two units of blood were hung and fluids increased. The pt was taken to the operating room emergently but the anesthesiologist was unable to establish an airway due to significant swelling of the vocal cords and the pt ultimately expired on the table. When asked, the pt's family declined an autopsy. The md reported the most likely cause of death was dic. The surgeon, however, suggested it was most likely an undetected cardiac tamponade. No devices were retained for return analysis as they were disposed of after use in the operating room. An internal lhr review was done noting no non-conformances or issues.